Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due lcd and window damage. Pictures were taken. A receiver charge test was not performed due to a damaged lcd. A receiver boot test was performed and failed due to a damaged lcd. Functional tests were not performed due to a damaged lcd. The receiver log was not downloaded and reviewed due to a damaged lcd. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)